Event description:
It was reported that high capture threshold and high, out of range pacing lead impedance were observed. The pacing lead impedance and capture threshold had steadily increased over time. During extraction, an excessive amount of scar tissue caused the atrail, lv and rv leads to be stuck together. Blood was also found in the lumen of the lead. The issues found during the extraction led the physician to believe that the lead was fractured near the svc coil. On review of fluoro no anomies were found on the rv lead. The decision was made to cap and replace the lead. The patient is doing well.